Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was received: were there any intra-op issues experienced? Answer: none does the surgeon believe the powered staple was deficient in any way related to this issue? Answer: no. What is the surgeon¿s experience in using buttressing in a g to j? Answer: has been using seamgaurd on both eea25 (over a year) & cdh25p (25-30 cases). Has the surgeon confirmed compatibility of the gore buttressing material with ethicon circular powered device? Answer: will have to confirm. The surgeon had done approximately 30 cases with the ethicon powered circular stapler. They were a previous user of a competitor device using competitive buttressing to complete the gastrojejunostomy in gastric bypass procedures. The surgeon had been using buttressing for this anastomosis for approximately the last two years. There were no intra-op issues experienced as the leak test passed, donuts were good, and scopes were done that showed no issues with staple formation. The surgeon historically used the competitor stapler, but with the echelon powered circular stapler he closed the gap setting scale all the way down. It is not known if the surgeon was using competitive buttressing indicated for use on competitive device or ethicon circular staplers at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Has the surgeon confirmed compatibility of the competitive buttressing material with ethicon circular powered device? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that post-operative eight weeks after a gastric bypass there were stricture issue with the anastomosis which caused the patient to become dilated. The anastomosis was also perforated, and this caused a delayed leak. The patient initially passed the leak test. Rep noted that seam guard was used during the initial procedure.

Manufacturer narrative:
(B)(4). Date sent: 11/30/2020. Additional information: the surgeon reviewed the reported complaint in which competitive buttressing was being used. The surgeon explained that he follows the steps for use, closing into the green range and waiting 10-15 seconds and then closing down more and holding again with a total time of 20-30 seconds before he fires. 2 360 counterclockwise revolutions are used to open. Some patients require more tension to remove the device but nothing that required any additional concern. An egd is always done to look at the staple line and there were no issues intra-operatively. At this time, we do not have an answer that 100% confirms compatibility.